Event description:
It was reported that the patient had a power on reset (por) message on the device. It was unknown what type of por occurred. Additional information reported that there was not an error code that accompanied the por condition. It was noted that the cause of the por was not determined. It was noted that the issue was ¿not form a lack of charging.¿ it was noted that the patient was experiencing a lack of therapy. It was noted that the patient¿s device was reset. It was further noted that the patient was doing ¿great.¿

Event description:
Additional information reported the patient had experienced a call your doctor icon. It was stated the patient was ¿good to go¿ following the recharge session.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 3487a, lot# l43607, implanted: (B)(6) 1998, product type lead; product ID 3487a, lot# l41443, implanted: (B)(6) 1997, product type lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was further clarified that the patients stimulator had been in overdischarge. A "trickle" charge had been performed.